Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient's symptoms were returning a little and their symptom control was 50 percent or better typically. The patient had leaking. When the patient stood up they saturated their pad and were changing their pad 8 to 10 times a day. The patient had 3 programs and they helped at different times and right now it was not helping that much, it's a 50 percent. The patient wanted more programs put in their programmer. The consumer reported the device was reprogrammed but the patient was still leaking, "actually more than leaking." The consumer further reported that the patient was hurting pretty bad in their groin and down their leg and they could barely walk. The patient turned the program and it was up high and very uncomfortable. The patient didn't know if it shocked or electrocuted them or what and they immediately turned it down, but ever since then the pain was still there. The patient had experienced this same pain once before and didn't know what to do. This was due to a sudden change of therapy or symptoms in (B)(6) 2016, about a week ago. The patient tried changing programs because they were still not getting therapeutic benefit of greater than 50 percent. The patient's healthcare provider (hcp) only implanted the devices and didn't do anything else. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.